Event description:
It was reported to philips that the device display is blank and the customer is unable to properly perform an ops check without the display to determine the cause of the red x in the ready for use indicator. There was no reported patient involvement.